Manufacturer narrative:
Final analysis confirmed the reported events of inadequate capture and ¿physician began tying down the atrial lead threshold began to rise¿. A complete lead measuring 46.2 cm was returned for analysis. Visual and x-ray examination noted procedural damage to the middle region of the lead. The outer insulation was cut/damaged at 10.5 cm and 11.0 cm from the connector pin. The cause of the reported event was isolated to the tie down forces found to the inner insulation which is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant that the atrial lead exhibited an elevated threshold when tying down the lead. The lead was repositioned and retested multiple times with even higher thresholds. The physician opted to use another atrial lead which was successfully implanted. There were no patient consequences.